Event description:
It was reported that a peritoneal dialysis (pd) pt experienced a tear in her peritoneal cavity during treatment. The pt was not hospitalized but was temporarily transferred to hemodialysis to allow the tear to heal. Per the pt's clinic, there had been no instances of overfill associated with this event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.